Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this right ventricular (rv) lead was removed from service. Noise was oversensed which resulted in greater than two seconds of pacing inhibition/asystole for this patient. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.